Manufacturer narrative:
The medical device problem code was updated. Calibration and qc were acceptable. Based on the information provided, a pre-analytical issue is not suspected. Based on the data provided, there is no indication of a general instrument issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Section a2 and a3 were updated. The initial report stated: "the initial result was 109 pg/ml. The repeated results were 10 pg/ml and 9 pg/ml." Additional information was received indicating this should say: "the initial result was 109 pg/ml. The repeated results were 9.87 pg/ml and 9.21 pg/ml." Section d4, expiration date was updated.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient's sample tested with elecsys troponin t hs on a cobas e 801 module. The initial result was 109 pg/ml. The repeated results were 10 pg/ml and 9 pg/ml. The questionable result was not reported outside of the laboratory.